Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml for a total dose of 1.7002 mg/day via an implantable pump for spinal pain. It was reported patient was having trouble with the location of the pump. It was stated that the patient was constantly having pain where the incision was and it pokes out. The patient stated the healthcare professional (hcp) informed the patient that the "pointy part" was pointing towards the hip rather than the belly. It was noted as being very tender and hcp was considering replacing it, and putting in a smaller pump. It was stated that the hcp thought the patient got it twisted since the patient did a lot of bending and twisting when moving. No out of box failure was reported. There was no medical or therapy problem associated with small parts reported. The patient was redirected to follow up with hcp to continue discussing pain at implant sire. Patient was experiencing pain and tenderness. Event date was noted as (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was replaced. The cause of the pump twisting was unknown. It was reported the issue had been resolved by replacing the pump. No further complications were anticipated/reported.